Manufacturer narrative:
Patient identifier, date of birth, and ethnicity information is not available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported the unit had a loss of mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no report of patient injury.